Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm as part of the clinical trial approximately 9 years ago. Aneurysm and vessel morphology at the time of implant were not reported. At the time of the event, the aortic neck was 34 mm in diameter and mildly angulated. It was reported that the patient has been followed for some time for a distal migration of about 15 mm from the renals, which resulted in a proximal type 1 endoleak. The initial position of the stent graft is unknown. Additionally, a fracture of one of the suprarenal crowns has been noted. (See MFR # 2953200-2010-01774). No intervention was done until approximately a month ago, when it was noted that the endoleak was worsening. The cause of the fracture is unknown, and the migration is likely due to the neck dilatation. A 36 mm diameter talent aortic cuff was placed proximally; however, there was not enough overlap between the cuff and the bifur which resulted in a type 3 endoleak. A second aortic cuff was placed to successfully bridge the first cuff and the bifur. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, angulated aortic neck.